Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. According to the investigation, lifting of the bending section cover glue was noted, but the causal relationship to this event is unclear. Attempts were made to obtain additional information on the event, but no response was received. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during the insertion of the duodenovideoscope to the patient's lung, an injury occurred that caused internal bleeding in the lung. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data: g3 aware date. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during the insertion of the duodenovideoscope to the patient's lung, an injury occurred that caused internal bleeding in the lung. There were no further reports of patient harm.